Event description:
An internal investigation has determined that inhomogeneity in hba1c reagent may cause positive or negative bias of up to 2% hba1c. Customers will be instructed via an urgent product recall bulletin to run controls and/or calibrate each bottle of reagent until corrected product is received.